Manufacturer narrative:
Additional device product code: hrx. A product investigation was conducted: investigation flow: damage. Visual inspection: the reamer head f/ria 2 10.5( p/n: 03.404.017; lot # 51p9275) was received at us cq. Upon visual inspection it was noticed that the proximal end of the reamer where it is inserted into the drive shaft has completely broken off and the broken pieces were not returned. The reported condition of loose cannot be confirmed with the provided information and returned devices. No other issues were identified with the device. Device failure/ defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Complaint confirmed? No; received device was broken. Conclusion: the complaint condition is not confirmed for the reamer head f/ria 2 10.5 ( p/n: 03.404.017; lot # 51p9275). A manufacturing record evaluation could not be performed as the lot number could not be determined on the received device. There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part number: 03.404.017s, synthes lot number: 51p9275, supplier lot number: n/a, release to warehouse date: apr 02, 2020, expiration date: apr 01, 2030, supplier: (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020, the ria ii (reamer irrigator aspirator) drill head disintegrated into small pieces intraoperatively. Surgeon first placed the guide wire and drilled with drill and trs and trinkle quick coupling. Then entry point was widened with an awl and used 2.5mm mm drill mandrel. Drill head was tested prior to drilling and ease of turning was confirmed. During reaming the drill head disintegrated into small pieces. The 4 plate fins of the drill bit had broken off and only one of which could be removed from the medullary cavity. Surgeon attempted to drill with another drill head, but while drilling the distal third of the medullary cavity the surgeon noted that the plates had loosened from the drilling shaft. Surgery was completed. Patient outcome was reported as stable. Concomitant devices reported: trinkle quick coupling (drilling speed), modified (part# 05.001.221, lot# unknown, quantity# 1) drill bit (part# unknown, lot# unknown, quantity# 1); guidewire ø3.2 l400 (part # 357.399, lot # unknown , quantity 1); reamer ø6/10 cann l435 no. 511.760 (part # 357.403, lot # unknown, quantity 1); reamer head f/ria 2 ø10.5 (part # 03.404.017s, lot # 51p9275, quantity 1). This report is for one (1) 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for complaint (B)(4).